Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility in (B)(6) reported to a fresenius (B)(4) technician that a 2008k2 machine had previously not ultrafiltrated correctly. Specific dates and number of occurrences were not reported. The issue was reported while the technician was servicing the machine because the ultrafiltration (uf) pump's programming was lost after a treatment was completed. The technician replaced the uf pump springs and performed a calibration. Functionality tests were completed and the machine was left in working order. Additional information on specific dates of occurrences were requested, however, to date a response has not been received. There was no report of an adverse event or medical intervention related to the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event was confirmed and the cause was traced to component failure.